Manufacturer narrative:
It was reported by the customer that the nurse noticed a small pool of intralipid fat emulsion 20% infusion due to a cracked filter. One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The extension set was primed with water with blue dye to try and identify any leaks or damages to the extension tubing or filter. No damages or abnormalities were identified. A primary bd infusion set was connect to the sample and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There were no leaks, air-in-line, or occlusions identified in the sample. The customer complaint of leakage could not be confirmed. A root cause for the reported failure was not determined because the failure could not be replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris extension set was damaged. The following information was provided by the initial reporter: on (B)(6) 2025, the nurse noticed a small pool of intralipid fat emulsion 20% infusion due to a cracked filter (product 10012866 1.2 micron low protein binding filter). The infusion was running at 0.28 ml/hr and the filter had been in use for approximately 12 hours. There was no harm, injury, complication, or negative outcome to the patient, other than a slight delay in intra lipids while another line was primed. This was not a chemotherapy drug.